Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6)2010 : samaritan medical center. Eduardo b. Barayuga, md. Procedure report ¿ colonoscopy. Impression: normal. (B)(6)2013 : northern radiology imaging. Dean j. Phillips, do. Radiology ¿ CT abdomen/pelvis. Indication: left lower quadrant tenderness, possible mass. Findings: ventral hernia through which small bowel protrudes; aperture of hernia approximately 2.5 cm. Not all of anterior abdominal wall was imaged due to body habitus. Impression: at least one ventral rent. Exam limitations cannot rule out additional or larger ventral hernias. (B)(6)2013 : samaritan medical practice, p.c. Eduardo b. Barayuga, md. Office notes. Consult recurrent ventral/incisional hernia. Previous hernia repair 2007, open hiatal hernia repair 2004. Noted hernia recurred a few months after repair. Remembers the surgeon seeing a mesh has been placed. Complaining of left sided abdominal pain; CT scan demonstrating abdominal hernia containing small bowel loop. Present for 2 months. Bowel movement normal. Pain left lower quadrant, occasionally left upper and right lower quadrant pain. Abdomen markedly obese, protuberant and rounded. No visible herniations. Wounds well healed; upper abdominal midline incision. Soft, nontender, nondistended, without guarding, rigidity or rebound tenderness. Due to body habitus, could not definitely feel the hernia detected on CT scan, which was just above umbilicus. This is well above and away from his site of pain at left lower quadrant. Most of upper abdominal wall appears thinned out; most likely has some diastases of midline muscles. Area of hernia detected not tender to palpation. Impression/plan: hernia containing loop of bowel; at risk of recurrent incarcerated [sic] some point. This is main rationale for repairing hernia. Left sided abdominal pain does not seem to be where hernia is located but sometimes tenting or rolling of herniating bowel may cause straining. Morbid obesity would make for difficult hernia repair; whether he can have a long-lasting repair is a question given body habitus and weight. This is probably be on [sic] my skills to perform adequate repair; suggest he consult a tertiary surgical center or even a hernia center to accomplish repair. Most likely will need to lose a good amount of weight before the repair could be planned. (B)(6)2013 : samaritan medical center. Michael b. Kelleher, md. Pathology report. Specimen number: s13-6173. Final diagnosis: portion of small bowel, resection: small intestinal mucosa with periserosal fibrosis, focal acute and chronic inflammation. Proximal and distal margins of the small intestine free of acute inflammation. Clinical diagnosis: incarcerated ventral/incisional hernia. Gross description: received in formalin labeled ¿portion of small bowel¿ and consists of a segment of small intestine, 14 x 3 x 3 cm. The specimen is stapled at both ends. Approximately 3 cm from one stapled margin the serosal surface is thickened and discolored for a distance of 7 cm in length. The open specimen shows no intraluminal masses. Some residual undigested food matter is present. The bowel wall is thickened over the previously described congested area and measures 1 cm. Representative sections submitted from the thickened area in (a1, a2 & a3). Sections from the resection margins are submitted in (a4). (B)(6)2013 : (B)(6) medical practice, (B)(6). Office notes. 11 days postoperative from laparotomy for repair of incarcerated ventral incisional hernia with bowel obstruction. Attempted laparoscopically; scarring extensive and open approach needed. Found to have several small hernia defects, other known defects superior and lateral to previously placed piece of gore dual mesh patch. Small enterotomy occurred so additional mesh not placed. A short small bowel resection performed with anastomosis; defects closed as well as possible primarily. Did well following surgery. Reports small amount of drainage from lower end of midline incision; appears to contain old blood. No fevers or chills, eating well, having regular bowel function and voiding without difficulty. Abdomen obese, protuberant. Healing, roughly 15 cm incision just above umbilicus, staples in place. About a 3-4 mm opening toward the end of this. Gently probed with q-tip; minimal amount of old bloody fluid possibly with some liquefying fat was released. Does not appear to track significantly. Incision without redness or signs of infection. Impression/plan: doing fairly well. Staples removed; steri-strips applied. Have not recommended antibiotics. Avoid strenuous activity. Was provided an off work slip for about a month; left somewhat open-ended. See back in 2-3 weeks. Knows he should pursue weight loss so eventually we can perform elective repair of multiple remaining hernias. (B)(6)2013 : samaritan medical practice, p.c. Robert o. Kimball, md. Office notes. Scabbed area on lower incision that if he hits will bleed. Routine follow up a month postoperative. Reports doing very well. Has little discomfort, eating well, regular bowel function. Abdomen soft, nontender, scar nicely healed. A little residual induration as expected. Impression/plan: released to return to work on (B)(6) 14. See back in 6 weeks for routine re-check of wound. In the future he should probably have an extensive repair of multiple remaining hernias; dependent on weight loss. (B)(6)2013 : (B)(6) medical practice,(B)(6) . Office notes. Postoperative visit after ventral hernia repair; just over 2 months out. Known he has additional hernias adjacent to a previously placed piece of prosthetic mesh. I had elected to do a limited procedure to repair the involved hernia but defer definitive repair of abdominal wall to later date. Morbid obesity certainly a factor in this decision. Feeling well, no pain, moving well. Abdomen markedly obese. Long midline scar with area near umbilicus having a superimposed more recent scar. No sign of infection, no evidence for seroma, no tenderness to palpation. Impression/plan: has healed very well. Known small hernias remaining. Strongly recommended he attempts to lose weight primarily as general health issue; would also make it possible to consider elective repair of additional hernia defects. Patient in agreement. Released him to follow up for any problems or after has lost 100 pounds. (B)(6)2016 : (B)(6) medical practice(B)(6) . Office notes. Postoperative visit after ventral hernia repair. Underwent urgent exploration of abdomen, release of bowel obstruction, repair of multiple, complex ventral/incisional hernia with a wide mesh placed intraperitoneally. Reports doing well overall. Incisions appear to be healing well with mild discomfort secondary to staples. Moving bowels fine, appetite good, increase in heartburn symptoms. No bruising, wound drainage or odor; mild swelling. Current medications: aspirin. Weight 185 kg, bmi 47.2. Abdomen: residual small bulge just to right of umbilicus which was the main hernia where the obstruction was. Wounds well-healed. Impression/plan: doing well. Allowed to increase activity gradually to baseline. Allowed to brisk walk, light jog for next 2 weeks. Heavy lifting to start 4 weeks postoperative. Return to work 4 weeks postoperative. (B)(6)2016 : (B)(6) medical practice, (B)(6) . Office notes. Postoperative visit after ventral hernia repair; a little over 7 weeks. Reports doing well; denies pain, has returned to regular activities, ambulating well, moving bowels normally. Reports small lump to right of midline close to the umbilicus. No bruising, drainage, odor or swelling. Residual small bulge (3x2 cms) just to right of umbilicus. Slight firm on palpation, nontender. Slight thinness of the soft tissue and skin on epigastric area close to the xiphisternum, which can be left over diastases or possibly small hernia. Wounds well-healed. Impression/plan: overall, hernia repair has held up pretty well, save for a very small lump which could be left over subcutaneous fat or one of fascial stitches pulling through or a hematoma that has coalesced and coagulated. The whole abdomen moves as a single unit without noticeable lump with valsalva or coughing. Continue regular activities without restrictions. Advised to lose weight. Will observe the small area of lump on right of midline and call if changes. (B)(6)2016 : (B)(6) medical practice, (B)(6) . Office notes. Complaints of a few day history of bloating, nausea, not able to pass flatus. Eventually went away on its own; able to tolerate regular food, having bowel movements, passing flatus. Had emergent surgery march 2015 for incarceration. As expected, due to body habitus, the thinness of abdominal wall and large, complex hernia proved this difficult. Has left over bulging slightly to right of umbilicus, at epigastric area just below the xiphisternum and also on left upper quadrant is a small either weakness of abdominal wall for [sic] a new/recurrent hernia. Denies pain. Abdomen: no bulging, non-distended. At epigastric area just below xiphisternum is slight prominence of the abdominal wall without noticeable defect probably diastases of midline muscles. Left upper quadrant areas of slight bulging deformity but hard to verify whether there is a fascial defect or not and does not change with coughing or valsalva. Probably another small hernia laterally to mesh. Impression/plan: suspect is developing recurrence of the hernia especially those lateral to the midline mesh; has a 20 x 20 cm mesh mostly covering area around umbilicus and slightly to its right where most symptomatic. At this point, even if hernia returned, would not consider repair given how complex previous repair was. Did encourage him to try to lose weight as with his body habitus, don¿t think we can reliably repair any hernia especially this is complicated by thin abdominal wall and midline abdominal diastases. Would like to try to actively lose weight. (B)(6)2016 : (B)(6) medical center. (B)(6) . Pathology report. Specimen number: s16-8948. Final diagnosis: left upper abdomen, incisional hernia, repair: congested hernia sac with marked chronic inflammation and reactive changes. Foci of fat necrosis are also noted. Clinical diagnosis: left upper abdomen incisional hernia. Gross description: received in formalin labeled ¿left upper abdomen incisional hernia sac¿ are multiple fragments of soft fibroadipose tissue, 10 x 8 x 3 cm. A large portion of hernia sac with congestion and discoloration is noted, 11 x 5 x maximally 0.1 cm. Additional fragments of adipose tissue are also noted, some showing discoloration and congestion. Representative sections are submitted in two blocks. (B)(6)2016 : (B)(6) medical practice, (B)(6) . Office notes. 10 days postoperative from open repair of several ventral incisional hernias using 10 x 15 cm parietex patch. Had been admitted with bowel obstruction secondary to incarcerated hernia in left upper quadrant. Was reduced, condition improved, but he then reincarcerated hernia. Underwent repair of this hernia and several adjacent smaller defects on 11/25. Has done well. Noticed some swelling beneath his incision consistent with seroma. Denies fever or chills, eating well. Medical history: type 2 diabetes mellitus. Abdomen remains quite obese. Has approximately a 10-12 cm recent incision in left upper quadrant. There is a raised area about 15-18 cm in diameter beneath this consistent with a collection of fluid. No sign of infection. Impression/plan: significant fluid in subcutaneous tissues. Reasonable to aspirate so this will not prevent further healing of wound or cause wound to separate. Approximately 300 cc of dark pink fluid aspirated. Fluid collection appeared to of resolved completely. See back in 2 weeks. Will plan on releasing to return to work 12 december; does primarily computer work. (B)(6)2016 : (B)(4) medical practice, (B)(4) . Office notes. Reports re-accumulation of fluid in wound. Having less discomfort, still sore. Able to return to work, no problems otherwise. Examination shows he does have re-accumulation of fluid; less than last visit. No sign of infection. Impression/plan: repeat aspiration of wound; 240 cc fluid aspirated, lightly bloody. Seroma seemed to resolve completely. Follow up 2-3 weeks. (B)(6)2017 : (B)(6) medical practice, (B)(6) . Office notes. Follow up of open repair of ventral incisional hernia; about 6 weeks postoperative. Last seen on 19 december when 240 cc was drained from seroma in wound. Reports this has not recurred. Generally feeling well. Did lift a case of water and noted soreness further lateral and higher up in chest and abdominal wall for a few hours afterwards; now resolved. Weight 392 lbs., bmi 45.3. Abdomen exam shows incision nicely healed, no definite fluid collection at this time. Note he has another small hernia evident by xiphoid but has not been a problem. Impression/plan: appears to be doing very well. No fluid in wound. Advised he should continue to avoid strenuous activity but can begin lighter activities as tolerated. Follow up as needed. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 04/09/07 were not provided. (B)(6) 2007: (B)(6). Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: same. Anesthesia: general endotracheal. Operative procedure: repair of incisional hernia with mesh. Description of operation: ¿under satisfactory general endotracheal anesthesia with the patient in the supine position, the patient was prepped with betadine and draped sterilely. The old upper abdominal midline incision scar was excised and hemostasis was attained with the electrocautery. The incision was carried down to the hernia which was dissected out by blunt and sharp dissection. It was a rather wide defect. When all of the omentum and large bowel had been dissected away, it was possible to palpate up and down the incision line and find several smaller hernias above and below the major one. The whole fascia of the incision was therefore opened. The edges were freshened and a piece of gore-tex dual mesh was sutured in place using a running suture of 0 prolene. When this was complete, the defect was repaired. The skin was closed with skin clips and sutures of 2-0 prolene. A dry sterile dressing was applied and the patient was sent to the recovery room in satisfactory condition.¿ (B)(6) 2007: (B)(6). Implant record. Gore dual mesh. 10.0 cm x 15.0 cm x 1.0 mm oval. 1dlmc03. Lot #: 04667510. Exp: [illegible]-10-16. Asa 2. The records confirm a gore® dualmesh® biomaterial (1dlmc03/04667510) was implanted during the procedure. Records between 04/09/07 and 11/25/16 were not provided. (B)(6) 2016: (B)(6). Operative report. Preoperative diagnosis: left upper quadrant ventral incisional hernia with intermittent incarceration and small bowel obstruction. Postoperative diagnosis: multiple ventral incisional hernias of left upper quadrant with intermittent incarceration an intestinal obstruction. Operative procedure: repair of multiple ventral incisional hernias left upper quadrant with 10 x 15 cm parietex mesh patch. Indications for the procedure: this patient is a 52-year-old man with a history of several prior abdominal procedures. He initially had a hiatal hernia repair which was converted from laparoscopic to open and he had some complications associated with it. He had an incisional hernia repaired with mesh, but it recurred some years later and presented with an incarcerated hernia which was repaired. He subsequently had a large piece of prosthetic mesh placed laparoscopically, but still has recurred with a hernia in the left upper quadrant. He presented with an incarcerated loop of small bowel with an intestinal obstruction. The hernia was reduced, but readily recurred and he is now for repair of his left upper quadrant ventral incisional hernia. Operative procedure: ¿the patient was placed under general endotracheal anesthesia. His nasogastric tube was left in place. The patient¿s abdomen was prepped and draped in a sterile fashion. An approximately 6-8 cm transverse skin incision was made over the area of the hernia bulge in the left upper quadrant. With gentle pressure, the hernia was reduced. Dissection was carried into the subcutaneous tissues where a thick-walled hernia sac was identified. This was dissected free down to the surrounding fascia circumferentially. The hernia sac was subsequently opened. There was a small amount of old blood within the hernia sac and sitting on the loop of bowel within the abdomen. The hernia sac was transected at the level of the fascia using cautery. The patient was found to have an approximately 5 cm roughly oval fascial defect. Dissection proceeded and with palpation through the hernia defect, it was noted that the patient had a second small defect about a centimeter and half in diameter 1-2 cm inferior to the larger defect. Palpation approximately 5 cm to 6 cm further down the abdominal wall revealed no other defects in this direction. His piece of gore dual mesh patch was palpable along the medial edge of his largest hernia defect. Palpation superiorly identified approximately 3 additional hernia defects, each with some protruding fibrofatty tissue but no protruding bowel. These extended superiorly perhaps 6-8 cm and extended toward the midline. The subcutaneous tissues were elevated off of the fascia surrounding the multiple fascial defects. In order to gain better exposure to the inner aspect of the fascia, the piece of gore dual mesh patch and the overlying fibrous tissue was incised approximately 3 cm from the lateral edge toward the midline of the abdominal wall. This allowed elevation of the fascia away from the underlying preperitoneal fat and peritoneum. Once the fascia had been cleared adequately, a 10 x 15 cm rectangular parietex patch was selected as this appeared suitable to cover all but the most superior defect. The most superior fascial defect appeared to lie just at the inferior edge of the xyphoid process. The patient had not clinically been noted to have a bulge in this area and I felt that this would be stable enough to leave this without coverage from a new piece of mesh. The piece of mesh was placed in a subfascial position. This was sutured at the superior and inferior ends and at the medial and lateral margins to position this nicely over the several defects. Several small portions of the mesh were trimmed inferiorly and superiorly for a better fit. After the four corners were tacked in place, multiple additional sutures of #0 ethibond were placed around the periphery of the mesh to secure this around the periphery. Additional sutures were placed to repair the opening in the gore dual mesh patch and also tack this to the underlying parietex. The edges of the fascial defects were then tacked to the underlying mesh with #0 ethibond sutures. This appeared to give a nice repair. The wound was irrigated and inspected for hemostasis, which was excellent. The subcutaneous fat layer was closed with interrupted simple buried sutures of #0 chromic. The skin edges were brought into apposition with a running subcutaneous #2-0 chromic and the skin edges were approximated with a running subcuticular #4-0 vicryl and steri-strips. A sterile dressing was applied. The patient tolerated the procedure well without apparent complication. He was awakened in the operating room, extubated and moved to the recovery room in stable condition.¿ there is no mention of gore device removal in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® biomaterial for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2007 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, removal of mesh. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (1695) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2007 through (B)(6) 2017 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from (B)(6) 2007 through (B)(6) 2010, and (B)(6) 2013 through (B)(6) 2016 were not provided. Patient information: medical history: obesity: (B)(6) 2013: ¿morbidly obese,¿ 389 lbs., bmi 44.95, (B)(6) 2016: 455 lbs., bmi 52.8, (B)(6) 2016: ¿advised to lose weight", (B)(6) 2017: 392 lbs., bmi 45.3; smoking: (B)(6) 2013: ¿former smoker, quit 10 years ago¿; hypertension; gastroesophageal reflux disease [gerd]; peptic ulcer disease [pud]; 2004: ventral hernia, hiatal hernia; (B)(6) 2007: incisional hernia; (B)(6) 2010: hiatus hernia; (B)(6) 2013: ventral hernia; (B)(6) 2013: multiple ventral incisional hernias, incarcerated, small bowel obstruction ; (B)(6) 2016: high grade mechanical bowel obstruction; (B)(6) 2016: small bowel obstruction, ventral hernia, strangulated omental hernia; (B)(6) 2016: recurrent multiple ventral hernias; (B)(6) 2016: diabetes mellitus, type 2. Surgical procedures: 2004: ventral hernia repair, hiatal hernia repair; (B)(6) 2007: repair of incisional hernia with mesh. Implant: gore® dualmesh®. Biomaterial. (B)(6) 2013: laparoscopy with lysis of adhesions, laparotomy with lysis of adhesions and reduction of incarcerated hernias, small bowel resection with anastomosis and repair of ventral hernias: (B)(6) 2016: exploratory laparotomy. Extensive lysis of adhesions. Repair of multiple swiss cheese complex ventral hernia. Implant: physiomesh. (B)(6) 2016: repair of multiple ventral incisional hernias left upper quadrant with 10 x 15 cm parietex mesh patch. Implant: parietex mesh patch. Implant preoperative complaints: (B)(6) 2007: ¿preoperative diagnosis: incisional hernia.¿ implant procedure: repair of incisional hernia with mesh. [Implant: gore® dualmesh® biomaterial, 1dlmc03/04667510, 10cm x 15cm x 1mm thick, oval.] Implant date: (B)(6) 2007 [hospitalization dates (B)(6) 2007]: wound classification: unknown; description of hernia being treated: ¿the old upper abdominal midline incision scar was excised and hemostasis was attained with the electrocautery. The incision was carried down to the hernia which was dissected out by blunt and sharp dissection. It was a rather wide defect. When all of the omentum and large bowel had been dissected away, it was possible to palpate up and down the incision line and find several smaller hernias above and below the major one. The whole fascia of the incision was therefore opened.¿ implant size and fixation: ¿the edges were freshened and a piece of gore-tex dual mesh was sutured in place using a running suture of 0 prolene. When this was complete, the defect was repaired. The skin was closed with skin clips and sutures of 2-0 prolene." (B)(6) 2007: discharge summary: ¿... Postoperative developed severe ileus complicated by hypokalemia, treated with intravenous potassium. Placed on erythromycin as prokinetic agent. Required two days of nasogastric drainage then finally slowly ileus broke.¿ ¿... To be seen in my office in two weeks.¿ relevant medical information: (B)(6) 2010: upper gi [gastrointestinal] endoscopy. ¿hiatus hernia, acute gastritis.¿ (B)(6) 1203: CT abdomen/pelvis [a/p]: ¿impression: at least one ventral rent. Exam limitations cannot rule out additional or larger ventral hernias.¿ (B)(6) 2013: ¿previous hernia repair 2007, open hiatal hernia repair 2004. Noted hernia recurred a few months after repair. Remembers the surgeon seeing (sic) a mesh has been placed. Complaining of left sided abdominal pain; CT scan demonstrating abdominal hernia containing small bowel loop. Present for 2 months.¿ ¿ pain left lower quadrant, occasionally left upper and right lower quadrant pain. Abdomen markedly obese, protuberant and rounded. No visible herniations. Wounds well healed; upper abdominal midline incision.¿ ¿due to body habitus, could not definitely feel the hernia detected on CT scan, which was just above umbilicus. This is well above and away from his site of pain at left lower quadrant. Most of upper abdominal wall appears thinned out; most likely has some diastases of midline muscles. Area of hernia detected not tender to palpation.¿ ¿impression/plan: hernia containing loop of bowel; at risk of recurrent incarcerated [sic] some point.¿ ¿left sided abdominal pain does not seem to be where hernia is located but sometimes tenting or rolling of herniating bowel may cause straining.¿ ¿morbid obesity would make for difficult hernia repair; whether he can have a long-lasting repair is a question given body habitus and weight.¿ revision #1 preoperative complaints: (B)(6) 2013: CT a/p: impression: ¿small ventral hernia in the midline in the epigastric region above the superior margin of the ventral hernia mesh containing a small portion of transverse colon, which is not obstructed. Ventral hernia in the left upper quadrant lateral to the peripheral margin of the surgical mesh containing a small amount of omental fat.¿ (B)(6) 2013: history and physical. ¿exam: abdomen protuberant and obese, somewhat widened upper midline abdominal scar, tenderness on palpation along midline scar about 5 cm above umbilicus, some sort of firmer nodularity in the tissues along the scar at this point, soft protrusion at the top of scar suggestive of a small hernia.¿ ¿impression: incarcerated recurrent ventral incisional hernias with at least a partial small bowel obstruction. There is tenderness at area of incarcerated hernia, and it may be that he has some compromise of the small bowel within the hernias.¿ ¿plan: patient counseled he has several hernias in upper abdomen in areas not covered by prosthetic mesh. The area to the left and at the superior aspect of the old mesh did not appear to be causing any issues. Advised that I would recommend addressing only the hernia at the supraumbilical site rather than performing a large and extensive surgery to try to repair all of his hernia defects as a result of this urgent condition.¿ revision #1 procedure: laparoscopy with lysis of adhesions, laparotomy with lysis of adhesions and reduction of incarcerated hernias, small bowel resection with anastomosis and repair of ventral hernias. Revision #1 date: (B)(6) 2013 (hospitalization (B)(6) 2013): ¿a veress needle was inserted in the right lateral abdomen slightly above the level of the umbilicus. After a positive hanging drop test, the abdomen was insufflated with carbon dioxide gas. A 5 mm see-through port was placed over a 5 mm camera and this was advanced through the abdominal wall without difficulty. Continued insufflation was then performed and inspection revealed several loops of the small bowel densely adherent to the anterior abdominal wall along the midline just above the umbilicus. The transverse colon and some of the omentum appeared to be fairly densely adherent across the upper abdomen and this seemed to overlie the hernia defect high in the epigastrium. There were a few more loose adhesions of the omentum to the anterior abdominal wall near the midline. A second 5 mm trocar was placed in the right lower quadrant and ultimately a third 5 mm trocar was placed in the right upper quadrant slightly more medial. Dissection was carried out to free the adhesions along the midline. Several areas of omentum were freed. As dissection proceeded, it was clear that he had multiple small fascial defects with entrapped fragments of fatty tissue. Right near the midline, the loops of bowel were extensively adhesed. There appeared to be a loop that rose up to the abdominal wall and it was somewhat twisted before it returned back down freely into the abdomen. After attempting dissection of this area for greater than an hour, I felt that making a small open incision would probably hasten the procedure. Therefore, the abdomen was deflated and an approximately 5 to 6 cm incision was made over the area of the hernia. This was deepened into the subcutaneous tissues. A hernia defect was identified and opened and a portion of the sac was excised. Dissection proceeded and ultimately it was necessary to extend the incision to approximately 12-15 cm to expose the several defects to which the small bowel was densely adherent. The inferior edge of the gore dual mesh patch was identified ending just about at the superior extent of the hernia defects. The small bowel was ultimately freed. It was clear that the distal portion was decompressed and the bowel more proximally was quite dilated and fluid filled. Unfortunately, a small enterotomy was noted along the distal segment of the bowel. This was controlled with a clamp. There was no significant spillage within the abdomen. Because of the extensive scarring and some seromuscular injuries as well as the enterotomy, I elected to proceed with a resection of this segment. The bowel was divided proximally and distally with linear cutter 55 staplers and the mesentery was divided and ligated with chromic. An approximately 15 cm segment of bowel was removed. A stapled anastomosis was then performed with a linear cutter 55 stapler and a tx60g stapler. The small mesenteric defect was approximated with two simple sutures of 0 chromic. The inspected anastomosis appeared good with an excellent lumen and no evidence of leak. This portion of bowel was washed off with some saline and then reduced into the abdomen. Additional irrigation was performed in the right upper quadrant. Because of the small enterotomy I felt it was imprudent to place any prosthetic mesh. Palpation revealed several additional fascial defects surrounding the area that had been opened. I attempted to close the larger fascial defects on either side of the midline with simple sutures of #1 vicryl to reapproximate the fascia. The smaller defects were left unrepaired . The midline fascia was then closed with interrupted simple sutures of #1 vicryl. I felt it was better to leave definitive repair of his multiple remaining hernia defects to an elective procedure at which mesh could be placed and perhaps a component separation technique utilized as well. The patient and I had discussed this prior to surgery. His final remaining trocars were removed. The skin incisions were closed with skin staples.¿ (B)(6) 2013: pathology. Final diagnosis: ¿portion of small bowel, resection: small intestinal mucosa with periserosal fibrosis, focal acute and chronic inflammation. Proximal and distal margins of the small intestine free of acute inflammation.¿ gross description: ¿received in formalin labeled ¿portion of small bowel¿ and consists of a segment of small intestine, 14 x 3 x 3 cm. The specimen is stapled at both ends. Approximately 3 cm from one stapled margin the serosal surface is thickened and discolored for a distance of 7 cm in length. The open specimen shows no intraluminal masses.¿ (B)(6) 2013: discharge: hospital course: ¿CT showed incarcerated bowel just above umbilicus, hernia at the superior extent of the mesh high in the epigastrium and also suggestion of another defect in left upper abdomen at the left aspect of the mesh.¿ ¿noted to have small amount of serous discharge along midline incision which will be followed. Light activity only, monitor drainage, follow up (B)(6).¿ relevant medical information: (B)(6) 2013: ¿reports small amount of drainage from lower end of midline incision; appears to contain old blood.¿ ¿healing, roughly 15 cm incision just above umbilicus, staples in place. About a 3-4 mm opening toward the end of this. Gently probed with q-tip; minimal amount of old bloody fluid possibly with some liquefying fat was released. Does not appear to track significantly. Incision without redness or signs of infection.¿ ¿ impression/plan: avoid strenuous activity.¿ ¿knows he should pursue weight loss so eventually we can perform elective repair of multiple remaining hernias.¿ (B)(6) 2013: ¿scabbed area on lower incision that if he hits will bleed. ... Scar nicely healed. A little residual induration as expected.¿ (B)(6) 2013: ¿known he has additional hernias adjacent to a previously placed piece of prosthetic mesh.¿ ¿impression/plan: has healed very well.¿ ¿released him to follow up for any problems or after has lost 100 pounds.¿ (B)(6) 2016 - unknown date: inpatient hospitalization. (B)(6) 2016: CT a/p: ¿indication: abdominal pain. Impression: high grade mechanical bowel obstruction. Transition zone in the right lower quadrant. Findings have occurred since the prior exam. Incomplete evaluation of the large anterior abdominal wall supraumbilical hernia containing small bowels. ¿ (B)(6) 2016: history and physical: ¿abdominal pain, morbidly obese with multiple abdominal/ventral hernia surgeries, complaints of sudden onset of crampy abdominal discomfort, centered around umbilicus, associated with increased abdominal girth, nausea, vomiting.¿ ¿in emergency room, found to have bowel obstruction related to ventral hernia, nasogastric tube placed, drained 1 liter on placement. I briefly met this patient four years back, counseled pt [patient] to lose weight, due to large size of hernia and his body habitus, associated morbid obesity and diastasis, he will need an open abdominal wall reconstruction and probably some tissue rotation flaps and component separation to fully repair this. Continues to be morbidly obese and has tried and failed multiple attempts at weight loss, at that time was considering bariatric surgery. Denies any weight loss and has maintained same weight and bmi since four years ago.¿ ¿plan: for the high grade small bowel obstruction, will bring to operating room to reduce the small bowel and probably repair hernia over the supraumbilical area .¿ (B)(6) 2016: exploratory laparotomy. Extensive lysis of adhesions. Repair of multiple swiss cheese complex ventral hernia. [Implant: ethicon physiomesh] ¿the main portion of the hernia is incarcerated and seems to be on the right side of the umbilicus. A vertical incision was created just around close to the area starting just above the umbilicus. Going toward the lower portion of his umbilicus we came down upon the thin abdominal wall and entered the hernia sac over this area. There were some adhesions of the distended loop of bowel to the hernia sac. We dissected around this. There was some serous fluid. There was no evidence of ischemia to the distended loop of bowel. We pulled on some of the bowel up until we got some nondistended loops of bowel. We increased our incision to further free up the loops of bowel that is adhered to the underside of the fascia entering other separate hernia defect. He has a typical swiss cheese multiple complex hernia pattern. We needed to fully increase the abdominal incision superiorly to get around and to be able to fully lyse the adhesion that is involving the bowel obstruction. The bowels continue to be distended despite us releasing the adhesions to the initial hernia on the right side of the abdominal wall. We tediously and slowly got around the bowel, was able to get towards the terminal ileum and then retrogradely ran the bowel. After making sure that all the bowel adhesions as well up the bowel obstruction had been released, we now have turned attention to the hernia. At least I would count, about six defects, which were on different areas and unfortunately, we could not just connect the defects together to form one big hernia. The abdominal wall is quite [sic] due to his morbid obesity as well as the diastasis and the chronic nature of his hernia. I decided to try to close the hernia neck using mattress loops of #1 vicryl. We closed a total of the five big hernias, including one on the right and left side and towards the right of midline superiorly. We then measured in the abdomen the area where the main hernia defects were and this encompassed about 18 cm distance. We chose our biggest mesh, which is about 25 x 35 cm physiomesh, placed transabdominal sutures over this area and worked on placing the mesh laterally starting on the left side and placing transabdominal sutures and pulling the sutures with a carter-thomason device. After working on one side, we were unable to get on the opposite side as it was difficult to contain the bowel inside the abdomen and safely pass the sutures transabdominally as we did on the opposite side. At this point, I thought the most prudent way to convert it into a laparoscopy and widely tack the mesh. This, I placed four 5 mm ports laterally under direct vision on the lateral side of his abdomen in preparation for this. I chose one loop pds and closed the abdominal fascia at the midline as best that I could to contain air. We then insufflated the abdomen. We were able to intake to a pressure of 15 mmhg, but even with doing so, there was not much space from just his body habitus, likewise from the distended loops of bowel. We were able to pass only two of the three sutures that we placed on the right side because of difficulty of visualization. At this point, we used two rows of securestrap device to come around the mesh using the four ports that we placed as best as we could. This appears to be lying pretty flat on the abdomen and pretty well contained the fascial defect. At this point, the abdomen was then deflated. The ports were then removed. The skin incision was closed with staples and covered with dry gauze. An attempt of extubation was done, but due to the patient¿s body habitus and current obstructive sleep apnea, we were unable to successfully extubate him and had to bring him to the intensive care unit (ICU) intubated.¿ (B)(6) 2016: ¿doing well. Allowed to increase activity gradually to baseline. Heavy lifting to start 4 weeks postoperative." (B)(6) 2016: ¿reports small lump to right of midline close to the umbilicus. Residual small bulge (3x2 cms) just to right of umbilicus. Slight [sic] firm on palpation, nontender. Light thinness of the soft tissue and skin on epigastric area close to the xiphisternum, which can be left over diastases or possibly small hernia. Wounds well-healed. Impression: overall, hernia repair has held up pretty well, save for a very small lump which could be left over subcutaneous fat or one of fascial stitches pulling through or a hematoma that has coalesced and coagulated . The whole abdomen moves as a single unit without noticeable lump with valsalva or coughing. Continue regular activities without restrictions. Advised to lose weight.¿ (B)(6) 2016: ¿exam: at epigastric area just below xiphisternum is slight prominence of the abdominal wall without noticeable defect probably diastases of midline muscles. Left upper quadrant areas of slight bulging deformity but hard to verify whether there is a fascial defect or not and does not change with coughing or valsalva. Probably another small hernia laterally to mesh.¿ ¿impression/plan: suspect is [sic] developing recurrence of the hernia especially those lateral to the midline mesh; has a 20 x 20 cm mesh mostly covering area around umbilicus and slightly to its right where most symptomatic. At this point, even if hernia returned, would not consider repair given how complex previous repair was. Did encourage him to try to lose weight as with his body habitus, don¿t think we can reliably repair any hernia especially this is [sic] complicated by thin abdominal wall and midline abdominal diastases. Would like to try to actively lose weight.¿ (B)(6) 2016: inpatient hospitalization. (B)(6) 2016: ¿impression: abdominal pain, ventral hernia. Plan: nothing per mouth, nasogastric tube in place.¿ (B)(6) 2016: CT a/p: ¿impression: although not visualized, there is a ventral hernia with proximal small bowel high-grade obstructive symptoms. These findings most likely represent a high-grade obstruction secondary to the ventral hernia.¿ (B)(6) 2016: discharge summary: ¿follow up 2 weeks, activity as tolerated, high-protein, low/no carbohydrate diet to facilitate weight loss.¿ revision #2 preoperative complaints: (B)(6) 2016: history and physical: ¿exam: abdomen markedly rounded and quite protuberant, multiple incision, on manipulation of left upper quadrant hernia I was able to reduce the herniating of bowel with a pop and increase in temporary suction, patient reports improvement after, has smaller supra or periumbilical hernia. Impression/plan: recurrent multiple complex ventral hernia in a morbidly obese patient with very thin abdominal wall, failed previous repairs.¿ ¿recently diabetic, start insulin.¿ (B)(6) 2016: CT a/p: impression: ¿proximal small bowel obstruction secondary to ventral hernia along the left anterior abdominal wall just lateral to previously placed mesh.¿ (B)(6) 2016: indications: ¿history of several prior abdominal procedures. He initially had a hiatal hernia repair which was converted from laparoscopic to open and he had some complications associated with it. He had an incisional hernia repaired with mesh, but it recurred some years later and presented with an incarcerated hernia which was repaired. He subsequently had a large piece of prosthetic mesh placed laparoscopically, but still has recurred with a hernia in the left upper quadrant. He presented with an incarcerated loop of small bowel with an intestinal obstruction. The hernia was reduced, but readily recurred and he is now for repair of his left upper quadrant ventral incisional hernia.¿ revision #2 procedure: repair of multiple ventral incisional hernias left upper quadrant with 10 x 15 cm parietex mesh patch. [Implant: parietex mesh patch.] Revision #2 date: (B)(6) 2016 [hospitalization dates (B)(6) 2016]. Wound classification: clean; operative procedure: ¿an approximately 6-8 cm transverse skin incision was made over the area of the hernia bulge in the left upper quadrant. With gentle pressure, the hernia was reduced. Dissection was carried into the subcutaneous tissues where a thick-walled hernia sac was identified. This was dissected free down to the surrounding fascia circumferentially. The hernia sac was subsequently opened. There was a small amount of old blood within the hernia sac and sitting on the loop of bowel within the abdomen. The hernia sac was transected at the level of the fascia using cautery. The patient was found to have an approximately 5 cm roughly oval fascial defect. Dissection proceeded and with palpation through the hernia defect, it was noted that the patient had a second small defect about a centimeter and half in diameter 1-2 cm inferior to the larger defect. Palpation approximately 5 cm to 6 cm further down the abdominal wall revealed no other defects in this direction. His piece of gore dual mesh patch was palpable along the medial edge of his largest hernia defect. Palpation superiorly identified approximately 3 additional hernia defects, each with some protruding fibrofatty tissue but no protruding bowel. These extended superiorly perhaps 6-8 cm and extended toward the midline. The subcutaneous tissues were elevated off of the fascia surrounding the multiple fascial defects. In order to gain better exposure to the inner aspect of the fascia, the piece of gore dual mesh patch and the overlying fibrous tissue was incised approximately 3 cm from the lateral edge toward the midline of the abdominal wall. This allowed elevation of the fascia away from the underlying preperitoneal fat and peritoneum. Once the fascia had been cleared adequately, a 10 x 15 cm rectangular parietex patch was selected as this appeared suitable to cover all but the most superior defect. The most superior fascial defect appeared to lie just at the inferior edge of the xyphoid process. The patient had not clinically been noted to have a bulge in this area and I felt that this would be stable enough to leave this without coverage from a new piece of mesh. The piece of mesh was placed in a subfascial position. This was sutured at the superior and inferior ends and at the medial and lateral margins to position this nicely over the several defects. Several small portions of the mesh were trimmed inferiorly and superiorly for a better fit. After the four corners were tacked in place, multiple additional sutures of #0 ethibond were placed around the periphery of the mesh to secure this around the periphery. Additional sutures were placed to repair the opening in the gore dual mesh patch and also tack this to the underlying parietex. The edges of the fascial defects were then tacked to the underlying mesh with #0 ethibond sutures. This appeared to give a nice repair. The wound was irrigated and inspected for hemostasis, which was excellent. The subcutaneous fat layer was closed with interrupted simple buried sutures of #0 chromic. The skin edges were brought into apposition with a running subcutaneous #2-0 chromic and the skin edges were approximated with a running subcuticular #4-0 vicryl and steri-strips.¿ (B)(6) 2016: pathology report. Final diagnosis: ¿left upper abdomen, incisional hernia, repair: congested hernia sac with marked chronic inflammation and reactive changes. Foci of fat necrosis are also noted.¿ gross description: ¿received in formalin labeled ¿left upper abdomen incisional hernia sac¿ are multiple fragments of soft fibroadipose tissue, 10 x 8 x 3 cm. A large portion of hernia sac with congestion and discoloration is noted, 11 x 5 x maximally 0.1 cm. Additional fragments of adipose tissue are also noted, some showing discoloration and congestion.¿ (B)(6) 2016: discharge: ¿avoid lifting greater than 25-30 pounds or other strenuous activity for now, follow up december 5.¿ relevant medical information: (B)(6) 2016: ¿has done well. Noticed some swelling beneath his incision consistent with seroma.¿ "exam: has approximately a 10-12 cm recent incision in left upper quadrant. There is a raised area about 15-18 cm in diameter beneath this consistent with a collection of fluid. No sign of infection.¿ ¿ impression/plan: significant fluid in subcutaneous tissues. Reasonable to aspirate so this will not prevent further healing of wound or cause wound to separate. Approximately 300 cc of dark pink fluid aspirated. Fluid collection appeared to of [sic] resolved completely. See back in 2 weeks.¿ (B)(6) 2016: ¿reports re-accumulation of fluid in wound. Having less discomfort, still sore.¿ ¿examination shows he does have re-accumulation of fluid; less than last visit. No sign of infection. Impression/plan: repeat aspiration of wound; 240 cc fluid aspirated, lightly bloody. Seroma seemed to resolve completely. Follow up 2-3 weeks.¿ (B)(6) 2017: ¿last seen on (B)(6) when 240 cc was drained from seroma in wound. Reports this has not recurred. Generally feeling well. Abdomen exam shows incision nicely healed, no definite fluid collection at this time. Note he has another small hernia evident by xiphoid but has not been a problem. Impression/plan: appears to be doing very well. No fluid in wound. Advised he should continue to avoid strenuous activity but can begin lighter activities as tolerated.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2007: (B)(6), md. Discharge summary. Date of admission: on (B)(6) 2007. Admitted for repair of large upper abdominal incisional hernia, postoperative developed severe ileus complicated by hypokalemia, treated with intravenous potassium. Placed on erythromycin as prokinetic agent. Required two days of nasogastric drainage then finally slowly ileus broke. Began to pass gas and have diarrheal bowel movements. Was discharged on (B)(6) 2007, to be seen in my office in two weeks. Records between on (B)(6) 2007 and on (B)(6) 2010 were not provided. On (B)(6) 2010: (B)(6), md. Procedure report: upper gi endoscopy. Hiatus hernia, acute gastritis. On (B)(6) 2013: (B)(6), md. Radiology: CT abdomen/pelvis. Indication: possible small bowel obstruction. Impression: small ventral hernia in the midline in the epigastric region above the superior margin of the ventral hernia mesh containing a small portion of transverse colon, which is not obstructed. Ventral hernia in the left upper quadrant lateral to the peripheral margin of the surgical mesh containing a small amount of omental fat. On (B)(6) 2013: (B)(6), md. Radiology: acute abdominal series/pa chest. Indication: abdominal pain, bloating, rule out obstruction. Impression: there is evidence of a mid to distal small bowel obstruction with air fluid levels in the mid and upper abdomen with dilated small bowel loops. Paucity of gas distal colon and sigmoid with no free air, abnormal calcifications or visible mass. Pa chest without acute findings. On (B)(6) 2013: (B)(6), md. History and physical. Incarcerated recurrent ventral incisional hernia with partial small bowel obstruction. Abdominal pain mid abdomen three days earlier, on (B)(6) 2013 pain became more persistent, severe, more constant. Multiple episodes of dry heaves with nausea on morning on (B)(6) 2013. History of prior hiatal hernia repair, attempted laparoscopically, converted to open. Developed ventral hernias, and in 2007 underwent repair of hernias with piece of mesh. Known recurrent hernia or hernias previously. Has seen somebody in consultation in last few years and advised that weight loss would be beneficial for any sort of hernia repair. Had CT scan that shows some small bowel loops that appeared to be adherent into small hernias at the supraumbilical area just below the inferior extent of his mesh. The radiologist feels that there is some thickening of the small bowel in this area, and this is the area of maximal tenderness. Now admitted for urgent repair. Former smoker, quit 10 years or so ago. Weight 177 kg. Exam: abdomen protuberant and obese, somewhat widened upper midline abdominal scar, tenderness on palpation along midline scar about 5 cm above umbilicus, some sort of firmer nodularity in the tissues along the scar at this point, soft protrusion at the top of scar suggestive of a small hernia. CT scan shows obese abdomen with piece of prosthetic mesh in upper midline of abdominal wall, small hernia just above upper extent of the mesh, high in the epigastrium which appears to allow a portion of the air-filled colon in this area to protrude slightly. Another hernia left lateral aspect of the mesh, appears to have some fat contained therein. Just below inferior end of mesh, about 9 cm to 10 cm above umbilicus, there are several loops of small bowel that appear to be adherent to or into small fascial defects. In at least two areas, there appear to be loops that protrude though the fascia into the subcutaneous tissues. The radiologist feels that there is some thickening of at least one or two of these areas. There are some distal decompressed loops of small bowel as well as a few mildly dilated fluid-filled loops of small bowel in the upper abdomen. Impression: incarcerated recurrent ventral incisional hernias with at least a partial small bowel obstruction. There is tenderness at area of incarcerated hernia, and it may be that he has some compromise of the small bowel within the hernias; hypertension; obesity; history of gastroesophageal reflux; prior peptic ulcer disease with bleeding. Plan: patient counseled he has several hernias in upper abdomen in areas not covered by prosthetic mesh. The area to the left and at the superior aspect of the old mesh did not appear to be causing any issues. Advised that I would recommend addressing only the hernia at the supraumbilical site rather than performing a large and extensive surgery to try to repair all of his hernia defects as a result of this urgent condition. Likely repair of abdominal wall would be more successful if undertaken once he lost some weight and under more ideal elective conditions. Therefore, recommend we focus on fixing only hernias causing incarceration and obstruction. Recommend attempt this laparoscopically, but if necessary, will proceed to open repair. On (B)(6) 2013: (B)(6), md. Operative report. Preoperative diagnosis: incarcerated recurrent ventral incisional hernia with intestinal obstruction. Postoperative diagnosis: multiple ventral incisional hernias, incarcerated, with extensive adhesions and small bowel obstruction. Anesthesia: general. Operative procedure: laparoscopy with lysis of adhesions, laparotomy with lysis of adhesions and reduction of incarcerated hernias, small bowel resection with anastomosis and repair of ventral hernias. Indications for the procedure: the patient is a 48-year-old man who had undergone a hiatal hernia repair some years ago, which was converted from laparoscopic to open because of a problem. He subsequently developed a ventral incisional hernias in 2007, underwent repair of his hernias with a piece of gore dual mesh patch. He presented to emergency department with three days of abdominal pain worsening with evidence for some obstruction. A CT scan showed several areas of herniation. There was a small hernia at the superior extent of his mesh high in the epigastrium. There appeared to be some fatty tissue herniated to the left of the mesh, but the area of interest was some hernias just in the supraumbilical area which appeared to entrap several loops of small bowel. He is now for an attempted laparoscopic reduction of his hernias with repair of these localized hernias. We specifically discussed that I would not attempt to repair his other areas of herniation that are at this time symptomatic, but would defer this until a more optimal time. Description of operation: ¿the patient was placed under general endotracheal anesthesia. Teds and sequential's were utilized. A foley catheter was inserted. The patient¿s abdomen was prepped and draped in a sterile fashion. Then, 0.25% marcaine was infiltrated at his trocar sites. A veress needle was inserted in the right lateral abdomen slightly above the level of the umbilicus. After a positive hanging drop test, the abdomen was insufflated with carbon dioxide gas. A 5 mm see-through port was placed over a 5 mm camera and this was advanced through the abdominal wall without difficulty. Continued insufflation was then performed and inspection revealed several loops of the small bowel densely adherent to the anterior abdominal wall along the midline just above the umbilicus. The transverse colon and some of the omentum appeared to be fairly densely adherent across the upper abdomen and this seemed to overlie the hernia defect high in the epigastrium. There were a few more loose adhesions of the omentum to the anterior abdominal wall near the midline. A second 5 mm trocar was placed in the right lower quadrant and ultimately a third 5 mm trocar was placed in the right upper quadrant slightly more medial. Dissection was carried out to free the adhesions along the midline. Several areas of omentum were freed. As dissection proceeded, it was clear that he had multiple small fascial defects with entrapped fragments of fatty tissue. Right near the midline, the loops of bowel were extensively adhered. There appeared to be a loop that rose up to the abdominal wall and it was somewhat twisted before it returned back down freely into the abdomen. After attempting dissection of this area for greater than an hour, I felt that making a small open incision would probably hasten the procedure. Therefore, the abdomen was deflated and an approximately 5 to 6 cm incision was made over the area of the hernia. This was deepened into the subcutaneous tissues. A hernia defect was identified and opened and a portion of the sac was excised. Dissection proceeded and ultimately it was necessary to extend the incision to approximately 12-15 cm to expose the several defects to which the small bowel was densely adherent. The inferior edge of the gore dual mesh patch was identified ending just about at the superior extent of the hernia defects. The small bowel was ultimately freed. It was clear that the distal portion was decompressed and the bowel more proximally was quite dilated and fluid filled. Unfortunately, a small enterotomy was noted along the distal segment of the bowel. This was controlled with a clamp. There was no significant spillage within the abdomen. Because of the extensive scarring and some seromuscular injuries as well as the enterotomy, I elected to proceed with a resection of this segment. The bowel was divided proximally and distally with linear cutter 55 staplers and the mesentery was divided and ligated with chromic. An approximately 15 cm segment of bowel was removed. A stapled anastomosis was then performed with a linear cutter 55 stapler and a tx60g stapler. The small mesenteric defect was approximated with two simple sutures of 0 chromic. The inspected anastomosis appeared good with an excellent lumen and no evidence of leak. This portion of bowel was washed off with some saline and then reduced into the abdomen. Additional irrigation was performed in the right upper quadrant. Because of the small enterotomy I felt it was imprudent to place any prosthetic mesh. Palpation revealed several additional fascial defects surrounding the area that had been opened. I attempted to close the larger fascial defects on either side of the midline with simple sutures of #1 vicryl to reapproximate the fascia. The smaller defects were left unrepaired. The midline fascia was then closed with interrupted simple sutures of #1 vicryl. I felt it was better to leave definitive repair of his multiple remaining hernia defects to an elective procedure at which mesh could be placed and perhaps a component separation technique utilized as well. The patient and I had discussed this prior to surgery. His final remaining trocars were removed. The skin incisions were closed with skin staples. Sterile dressings were applied. The patient tolerated the procedure well without apparent complication. He was awakened in the operating room, extubated and moved to the recovery room in stable condition.¿ on (B)(6) 2013: (B)(6), md. Discharge summary. Date of admission: on (B)(6) 2013. Admitting diagnosis: incarcerated recurrent ventral incisional hernia with intestinal obstruction. Hospital course: CT showed incarcerated bowel just above umbilicus, hernia at the superior extent of the mesh high in the epigastrium and also suggestion of another defect in left upper abdomen at the left aspect of the mesh. Morbidly obese, weight approaching 400 pounds. Admitted for exploration, taken to operating room, laparoscopy performed, extensive dense adhesions between several loops of small bowel to the hernia defects just above umbilicus, converted to laparotomy with lysis of adhesions, small enterotomy occurred and it was noted he had evidence for obstruction with markedly dilated proximal small bowel and decompressed distal bowel, small bowel resection performed, local hernias repaired primarily. By postoperative day one, some abdominal distention and firmness with decreased bowel sounds suggestive of ileus, maintained on ice chips until abdomen softened with passage of flatus, started on clear liquids postoperative day two. Good progress, discharged home on 09/11/13, noted to have small amount of serous discharge along midline incision which will be followed. Light activity only, monitor drainage, follow up on (B)(6). On (B)(6) 2016: (B)(6), md. Radiology: CT abdomen/pelvis. Indication: abdominal pain. Impression: high grade mechanical bowel obstruction. Transition zone in the right lower quadrant. Findings have occurred since the prior exam. Incomplete evaluation of the large anterior abdominal wall supraumbilical hernia containing small bowels. This is secondary to the fact that this hernia is not fully included in as a limited field of view. Please evaluate clinically to exclude any incarceration at this level. On (B)(6) 2016: (B)(6), md. History and physical. Abdominal pain, morbidly obese with multiple abdominal/ventral hernia surgeries, complaints of sudden onset of crampy abdominal discomfort, centered around umbilicus, associated with increased abdominal girth, nausea, vomiting. Has had multiple ventral hernia repairs, last done 2013 by dr. (B)(6), which also was when he presented emergently with incarceration and associated bowel obstruction, laparoscopy was done, unsuccessful and was converted to open, enterotomy occurred, prompting bowel resection, hernia repaired primarily, no mesh placed. Had previous large ventral hernia repair in 2004 and 2007 where gore-tex mesh had been previously placed. In emergency room, found to have bowel obstruction related to ventral hernia, nasogastric tube placed, drained 1 liter on placement. I briefly met this patient four years back, counseled pt to lose weight, due to large size of hernia and his body habitus, associated morbid obesity and diastasis, he will need an open abdominal wall reconstruction and probably some tissue rotation flaps and component separation to fully repair this. Continues to be morbidly obese and has tried and failed multiple attempts at weight loss, at that time was considering bariatric surgery. Denies any weight loss and has maintained same weight and bmi since four years ago. Weight 207 kg, bmi 52.8. Exam: abdomen; marked protuberant. Asymmetric bulge located right of umbilicus, mildly tender, reducible and reportedly incarcerated last night, has wide upper abdominal diastasis with thin abdominal wall, midline incision in upper abdomen, distended, tympanic to percussion, tender over right lower quadrant area and going toward umbilicus where hernia is located. Plan: for the high grade small bowel obstruction, will bring to operating room to reduce the small bowel and probably repair hernia over the supraumbilical area. Hernia and abdominal wall is much larger and more complex and is made complicated with previous repairs with the presence of large mesh, intraperitoneally, as well as the wide diastasis and morbid obesity. Explained this is not the right time to do full abdominal reconstruction, as we need to temporize and try to resolve the bowel obstruction and made best effort in repairing supraumbilical hernia where muscles are coming out from. This was tried in 2013 with primary closure. Will need some mesh, but again like in 2013, if there is bowel injury and some spillage, we may not have luxury of putting a wide mesh to cover defect. Plan for surgery as soon as operating room available. On (B)(6) 2016: (B)(6) center. [Provider ni]. Pre-anesthesia surgical evaluation. Asa 3. On (B)(6) 2016: (B)(6), md. Operative report. Preprocedure diagnosis: small bowel obstruction. Incarcerated complex ventral hernia. Morbid obesity. Postprocedure diagnosis: small bowel obstruction. Incarcerated complex ventral hernia. Morbid obesity. Procedure: exploratory laparotomy. Extensive lysis of adhesions. Repair of multiple swiss cheese complex ventral hernia. Assistant: dr. (B)(6). Anesthesia: general anesthesia. Specimens: none. Estimated blood loss: roughly 100 ml. Drains: none. Remarks: a 25 x 35 cm physiomesh was placed intraperitoneally as an onlay by use of laparoscopy and tacks. Description of procedure: ¿patient presented to the emergency department with ongoing abdominal pain and discomfort with evidence for incarcerated ventral hernia and also bowel obstruction. He has had previous abdominal hernia repair about two years ago. Is known to have some complex multiple hernias throughout his abdomen as well as diastasis. He is morbidly obese with a very pronounced and rounded abdomen. He was trying to lose weight but was not successful in doing so. Thus, a full repair was not done initially when he presented two years ago with a similar episode of incarceration and only part of the hernia was repaired. This time around he again presented with incarceration, also bowel obstruction and thus, we set him up for abdominal exploration, initially just wanting to repair the portion that is obstructed, but has had multiple adhesions that we eventually needed to repair most of the hernia. He received invanz preoperatively for prophylactic. He was brought to the operating room. He has already got a nasogastric tube. He was laid supine on the table. General anesthesia induced without any problems. A foley catheter was placed. Distal abdomen was prepped and draped in the usual sterile fashion. After performing surgical time-out, we began our surgery. The main portion of the hernia is incarcerated and seems to be on the right side of the umbilicus. A vertical incision was created just around close to the area starting just above the umbilicus. Going toward the lower portion of his umbilicus we came down upon the thin abdominal wall and entered the hernia sac over this area. There were some adhesions of the distended loop of bowel to the hernia sac. We dissected around this. There was some serous fluid. There was no evidence of ischemia to the distended loop of bowel. We pulled on some of the bowel up until we got some nondistended loops of bowel. We increased our incision to further free up the loops of bowel that is adhered to the underside of the fascia entering other separate hernia defect. He has a typical swiss cheese multiple complex hernia pattern. We needed to fully increase the abdominal incision superiorly to get around and to be able to fully lyse the adhesion that is involving the bowel obstruction. The bowels continue to be distended despite us releasing the adhesions to the initial hernia on the right side of the abdominal wall. We tediously and slowly got around the bowel, was able to get towards the terminal ileum and then retrogradely ran the bowel. After making sure that all the bowel adhesions as well up the bowel obstruction had been released, we now have turned attention to the hernia. At least I would count, about six defects, which were on different areas and unfortunately, we could not just connect the defects together to form one big hernia. The abdominal wall is quite due to his morbid obesity as well as the diastasis and the chronic nature of his hernia. I decided to try to close the hernia neck using mattress loops of #1 vicryl. We closed a total of the five big hernias, including one on the right and left side and towards the right of midline superiorly. We then measured in the abdomen the area where the main hernia defects were and this encompassed about 18 cm distance. We chose our biggest mesh, which is about 25 x 35 cm physiomesh, placed transabdominal sutures over this area and worked on placing the mesh laterally starting on the left side and placing transabdominal sutures and pulling the sutures with a carter-thomason device. After working on one side, we were unable to get on the opposite side as it was difficult to contain the bowel inside the abdomen and safely pass the sutures transabdominally as we did on the opposite side. At this point, I thought the most prudent way to convert it into a laparoscopy and widely tack the mesh. This, I placed four 5 mm ports laterally under direct vision on the lateral side of his abdomen in preparation for this. I chose one loop pds and closed the abdominal fascia at the midline as best that I could to contain air. We then insufflated the abdomen. We were able to intake to a pressure of 15 mmhg, but even with doing so, there was not much space from just his body habitus, likewise from the distended loops of bowel. We were able to pass only two of the three sutures that we placed on the right side because of difficulty of visualization. At this point, we used two rows of securestrap device to come around the mesh using the four ports that we placed as best as we could. This appears to be lying pretty flat on the abdomen and pretty well contained the fascial defect. At this point, the abdomen was then deflated. The ports were then removed. The skin incision was closed with staples and covered with dry gauze. An attempt of extubation was done, but due to the patient¿s body habitus and current obstructive sleep apnea, we were unable to successfully extubate him and had to bring him to the intensive care unit (ICU) intubated.¿ on (B)(6) 2016: (B)(6) center. Postoperative note. Implant sticker. Ethicon physiomesh 25 x 35 cm. On (B)(6) 2016: (B)(6), do. Critical care progress note. Respiratory failure, post laparotomy for hernia repair and repair of small bowel obstruction, 3 hours in operating room, ineffective respiratory efforts, unable to be weaned from mechanical ventilation. On (B)(6) 2016: (B)(6) center. Laboratory. Wbc 10.6 h [4.0-10.0]. On (B)(6) 2016: (B)(6), md. History and physical. Abdominal pain, started after lunch, one hour after lunch developed stomachache, felt like collecting air and could not pass it, began to hiccup. Proceeded to brother¿s house, had something to eat, developed same abdominal pain, would be intermittent with sharp pain that would come and go. Did not resolve until he got to emergency department. This has happened before around time of prior abdominal hernia repair on (B)(6) 2016. Admits to vomiting yesterday, admits to flatus. Medications include: aspirin. CT of abdomen pelvis done. Impression: abdominal pain, ventral hernia. Plan: nothing per mouth, nasogastric tube in place, drained about 100 ml, will continue to monitor white count, morphine for pain and phenergan, reglan and zofran for nausea. Depending on progress, will likely progress to clear liquids then regular diet, anticipate discharge next 24-48 hours. On (B)(6) 2016: (B)(6), md. Radiology: CT abdomen/pelvis. Indication: abdominal pain. Findings: secondary to patient¿s size, there is only a suggestion of a ventral hernia which is excluded from the field-of-view. The remainder the small bowel and the entire colon is decompressed. The upper abdomen is remarkable for the dilated stomach and several metallic small structures possibly surgical clips, at the medial pole of the spleen of unknown purpose or etiology. Impression: although not visualized, there is a ventral hernia with proximal small bowel high-grade obstructive symptoms. These findings most likely represent a high-grade obstruction secondary to the ventral hernia. Mesenteric opacified arterial branches can be identified coursing toward hernia. On (B)(6) 2016: (B)(6), md. Discharge summary. Date of admission: on (B)(6) 2016. Admission/discharge diagnosis: small bowel obstruction, ventral hernia, strangulated omental hernia. Hospital course: nasogastric tube was placed, drained 350 ml, did have white count 10.6, given tylenol, pain was managed with morphine, nausea/vomiting managed with zofran, reglan, and phenergan. CT and x-ray done. Diet slowly progressed from clear to regular diet, tolerated well. Nasogastric tube removed. Stable to be discharged. Follow up 2 weeks, activity as tolerated, high-protein, low/no carbohydrate diet to facilitate weight loss, continue chronic medications. On (B)(6) 2016: (B)(6), md. History and physical. Abdominal pain and vomiting, very rounded abdomen with wide diastases of muscles, fairly thin wall. Has recurrent multiple ventral hernias. Presented last year with incarceration needing emergency repair, a wide mesh was placed after reduction of hernia. Noted a recurrence over in left upper quadrant, fairly asymptomatic, has been trying to lose weight, current bmi 48, was up to 50. Was admitted 2 weeks ago, seems to be acute incarceration, resolved and discharged home. Shoveled snow yesterday, overnight started having increasing pain with bulge on left upper quadrant increasing in size, multiple episodes of vomiting associated nausea. Due to pain and multiple vomiting presented to emergency department today. History: morbid obesity, hypertension, gastroesophageal reflux disease, diabetes, recurrent multiple ventral hernias. Surgical history: hiatal hernia repair 2004, incisional hernia repair 2007, ventral incisional hernia repair 2013, small bowel obstruction and repair of ventral hernia 2016. Social history: denies smoking, drinks five to six shots of whiskey a week. Exam: abdomen markedly rounded and quite protuberant, multiple incision, on manipulation of left upper quadrant hernia I was able to reduce the herniating of bowel with a pop and increase in temporary suction, patient reports improvement after, has smaller supra or periumbilical hernia. Impression/plan: recurrent multiple complex ventral hernia in a morbidly obese patient with very thin abdominal wall, failed previous repairs. Continue nasogastric tube compression, keep on IV fluids, since twice this has incarcerated should think about repair. If does get better will discharge home with follow up for elective repair, if not may need emergent surgery. As mentioned, has previous multiple failed repairs and is likely to fail in an emergent setting. Recently diabetic, start insulin. On (B)(6) 2016: (B)(6), md. Radiology: CT abdomen/pelvis. Indication: abdominal pain. Impression: proximal small bowel obstruction secondary to ventral hernia along the left anterior abdominal wall just lateral to previously placed mesh. On (B)(6) 2016: (B)(6), md. Radiology: x-ray abdomen min 2 view. Indication: follow up small bowel obstruction. Impression: cannot exclude small bowel obstruction with subtle air-fluid levels in the mid abdomen on the upright view. On (B)(6) 2016: (B)(6) center. Or record. Implant: parietex optimize composite mesh 15 cm x 16 cm, covidien. On (B)(6) 2016: (B)(6), md. Discharge summary. Date of admission: on (B)(6) 2016. Admission diagnosis: abdominal pain and vomiting. Hospital course: nasogastric tube placed in emergency department, received intravenous hydration, by following day felt better with passage of some flatus. Ng tube discontinued, was started on some liquids. Unfortunately, developed nausea and had recurrent emesis starting on morning of 24th. Ng tube reinserted with large volume, examination showed left upper quadrat hernia was protruding again with moderate pressure and some manipulation, this was again reduced. CT scan reviewed, noted 3-4 small hernias, though most prominent was the left upper quadrant and contained loop of small bowel. Finding is consistent with the bulge palpable in left upper quadrant. Intravenous fluids continued, on morning of 25th it was found that hernia was again protruding. Discussed option of trying to manage nonoperative versus proceeding with surgery to repair hernia bulge only as this was only area causing symptoms, elected to proceed with surgery. On evening of the 25th, was taken to the operating room, underwent exploration of abdomen through a left upper quadrant incision, was found to have several adjacent fascial defects, largest perhaps 3-4 cm with several small defects above and below. A 10 x 15 cm rectangular parietex patch placed to cover defect that caused obstruction and also a number of adjoining defects. By following morning, little out of ng tube and this was discontinued. On the 28th was felt to be ready for discharge. Avoid lifting greater than 25-30 pounds or other strenuous activity for now, follow up on (B)(6). A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.